Manufacturer narrative:
The condition of the device and the reported phenomenon could not be confirmed, as the device was not returned to olympus. The lot number of the device was not provided, so the device history record (DHR) review for the specific device cannot be performed, and the manufacturing date cannot be determined. However, the legal manufacturer reviewed the DHR for similar device over the past year, which is one year prior to the reported event date, and found no abnormalities during the production. The following documents were reviewed: process inspection sheet, quality inspection sheet, and non-conforming product reports. The exact cause of the reported phenomenon cannot be conclusively determined, as the actual device was not returned for evaluation. However, a review of similar reported complaints revealed that the most likely cause of the reported phenomenon are as follows: (1) the loop was detached from the hook while the coil sheath was being retracted into the tube sheath, or the loop was hung on to the tissue, and it was positionally fixed at the distal end of the tube. As a result, the loop was unable to release. (2) the tube sheath was pulled toward the proximate side while the hook was extended from the distal end of the coil sheath. (3) the pulling of the tube sheath caused the loop to move with the distal end of the tube sheath toward the coil sheath. Subsequently, the loop entered the coil sheath and got caught between the hook and the coil sheath. (4) the slider was forcefully operated in state as described in number 3 condition, which caused the operation pipe to break. The device instruction manual provides the following warning statements: ¿·do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Never use excessive force to operate the instrument. This could damage the instrument. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
An olympus sales representative reported a complaint on behalf of the customer, which involved a polyloop (single use ligating device). It was reported that during a diagnostic procedure the user ¿got the polyloop around the tissue and the product broke upon deployment. Needed to use wire cutters to deploy the device.¿ no patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the following fields: e1, g2, and h6.

Manufacturer narrative:
This supplemental report is being submitted to correct section b1, b2, g3, and h1. In addition, section b2, e2 and e3 was updated.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).